Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low (45 mg/dl) at night, which was addressed by consuming juice. Tandem technical support assisted customer with adjusting the pump settings, per the customer's healthcare provider's recommendation.